Event description:
Caller reported a malfunction on the pump. Blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. Customer was advised to monitor the situation and contact support if the issue reappeared, which they understood.